Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with dryness and blurred vision in both eyes two months post treatment. The topical steroid dosage was increased. It was stated that the patient experienced loss of best corrected visual acuity (bcva) in right eye. Pre-op bcva right eye 20/20; post-op bcva right eye 20/30; pre-op bcva left eye 20/25; post-op bcva left eye 20/25.